Event description:
Caller reported a cartridge alarm issue that did not cause blood glucose levels to exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge correctly, allowing the caller to successfully resume insulin therapy, resolving the issue.